Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. . The reason for call was patient said they have an infection somewhere in their body. Patient said the infection is settled in their big toe. Patient went to the urgent care 3 times and the infection didn't go away. Patient was told to go to a foot doctor. Patient saw the foot doctor and the doctor said if the infection doesn't clear up the patient should go to the emergency room. The infection was starting to go up the leg and was turning red. The patient was given medication at the hospital called cocktail. It was reported that the patient needed an MRI. The agent reviewed how to put the device into MRI mode. The patient tried to activate MRI mode and was getting device not responding. The patient repositioned the communicator and was able to connect to the implant. The troubleshooting steps that were taken on the call resolved the issue. The patient opened the menu, tapped MRI then tapped on activate. After tapping on activate is when the patient saw device not responding. Patient was able to connect to the implant but was not able to activate MRI mode. Patient was at the managing hcp office at the time of the call. Patient said they will make an appointment to have someone help them as repositioning the communicator did not resolve the device not responding message. Event date was asked not answered.

Manufacturer narrative:
B3: event date was asked, not answered. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: correction submitted to update reflection of removal of the e2403 code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.